Manufacturer narrative:
Products were not returned and no lot number was provided, an investigation could not be performed. X-rays were reviewed and it was confirmed that the unknown screws are broken. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. :date of event: unknown. This report is for unk - screw locking/unknown lot number. Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient had a surgery and a locking compression distal femoral plate (lcp) and screws were implanted. Reason for implantation was luxated periprosthetic supracondylar multiple fracture of the right femur. Post-operatively multiple screws broke. No revision surgery will be performed as the patient does not want to undergo any further surgery. This complaint involves 1 part. Concomitant reported part: 1x unknown lcp. This report is 1 of 1 for (B)(4).